Manufacturer narrative:
Pending evaluation. Concomitant devices (2): equinoxe square torque define screw drive kit (cn: 300-20-02; sn: (B)(4)). Equinoxe replicator plate 1.5mm o/s (cn: 300-10-15; sn: (B)(4)).

Event description:
Primary surgery: (B)(6) 2018. Revision due to osteoarthritic changes of the shoulder. Patient has significant deformity.

Manufacturer narrative:
Section h10: (d4) expiration date: 12-jun-2028 (e3) occupation: physician (g5) PMA/510(k)number: k042021. (H3) it was reported that a 77 y/o patient received anatomic shoulder replacement on (B)(6) 2018. This shoulder was revised to a reverse shoulder on (B)(6) 2019 due to osteoarthritic changes of the shoulder. The patient has a history of a significant deformity. The patient left the or in stable condition. The device is not returning. No further information is available. Device was used for treatment, not diagnosis. There is no indication that there is a device related problem, there is no allegation against the device. The most likely cause of the reported event is related to the underlying patient conditions. (H4) 14-jun-2018. Section h11: corrections made in the following section(s): (section f) please disregard f6 and f8. These were entered in error. (G4) initial awareness date in initial submission should have been 14-may-2019.